Event description:
Medtronic received information regarding a catheter. It was reported that during the operation, the front end of the catheter was found to be bent and tried to continue to use it. After implantation, a CT scan found that the front end was not in the ideal position. The patient was worried about causing serious complications so the patient underwent surgery to remove it. There was a procedure delay of 20 minutes. The procedure was completed with back up products. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.